Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion on an ilet pump, followed by repeated ¿unable to proceed¿ messages during attempted supply changes and a dry run, after which the pump was replaced. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included troubleshooting by phone, guided supply change, verification of device shutdown steps, and tracking of the returned device. Investigation of this case revealed that the return package initially arrived empty and a replacement return kit and label were requested. It was concluded that the event involved an occlusion with an unresponsive or nonfunctional pump state, and the device data would not transfer to the replacement, necessitating a new startup. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.